Event description:
The clinician reports the implant was inserted (B)(6) 2005 in ada 14. On (B)(6) 2019, loss of osseointegration was verified. Patient presented with bone type IV. No product was returned to the manufacturer. At the event the patient experienced: abscess. Nofurther patient complications were reported.